Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v125722, implanted: (B)(6) 2008, product type: lead. Product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for- other. The consumer reported that an eri (low) icon was seen on the patient programmer. It was noted that the patient had bladder surgery to remove polyps on (B)(6) 2015 but stimulation was working and there were no issues following that procedure. The procedure was not device related, the patient had interstitial cystitis. There was no allegation of dissatisfaction with implantable neurostimulator longevity. Patient services reviewed the meaning of a por message because a por (power on reset) was reported. She saw this message a few weeks after seeing a low battery icon. There were no trauma or falls related to this issue. There were no medical symptoms. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.